Event description:
Bipolar impedance which measured 658 ohms on 12/9/96 has gradually risen to a high of 785 ohms on 2/20/98 and has since gradually decreased to 543 ohms on 8/31/99. Will electively replace the lead.